Event description:
A peritoneal dialysis (pd) patient reported m31 air detected in cassette warnings that occurred during drain 0 of 5 of treatment. The patient was connected during the incident. Fluid was discovered on the external of the cassette during tx complete - step 9 remove cassette. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from unknown causes. The patient was advised to discontinue use of the cycler and the cycler was replaced. The patient was advised to contact the peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) and would perform manuals. Upon follow-up, the pdrn confirmed the reported event and stated when the patient opened the cassette door during tx complete - step 9 remove cassette, fluid was seen inside the cassette door and was observed in the cassette area. The cause of the leak was unknown. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient had been connected to the cycler prior to discovering the fluid leak. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using manuals on the night of the reported event. The patient stated there was no sample available for a physical evaluation since the cassette was discarded. The patient received a replacement cycler and has continued to complete treatments on the replacement cycler without issue.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. Visual inspection of the returned cycler exterior showed signs of physical damage: cassette door damaged there were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane patient sensor check ¿ passed. Vacuum test ¿ failed. Measured (vacuum < 160 mbar): 280 mbar failure traced to: clogged hp1 and hp2 filters. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. The reported symptom code lf22 (m31 air detected in cassette warning) was confirmed. Cause traced to component failure were selected due to hp1 and hp2 clogged. Physical damage to the door was confirmed. Cause traced to component failure were selected due to cassette door damaged. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported m31 air detected in cassette warnings that occurred during drain 0 of 5 of treatment. The patient was connected during the incident. Fluid was discovered on the external of the cassette during tx complete - step 9 remove cassette. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from unknown causes. The patient was advised to discontinue use of the cycler and the cycler was replaced. The patient was advised to contact the peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) and would perform manuals. Upon follow-up, the pdrn confirmed the reported event and stated when the patient opened the cassette door during tx complete - step 9 remove cassette, fluid was seen inside the cassette door and was observed in the cassette area. The cause of the leak was unknown. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient had been connected to the cycler prior to discovering the fluid leak. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using manuals on the night of the reported event. The patient stated there was no sample available for a physical evaluation since the cassette was discarded. The patient received a replacement cycler and has continued to complete treatments on the replacement cycler without issue.

Event description:
A peritoneal dialysis (pd) patient reported m31 air detected in cassette warnings that occurred during drain 0 of 5 of treatment. The patient was connected during the incident. Fluid was discovered on the external of the cassette during tx complete - step 9 remove cassette. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from unknown causes. The patient was advised to discontinue use of the cycler and the cycler was replaced. The patient was advised to contact the peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) and would perform manuals. Upon follow-up, the pdrn confirmed the reported event and stated when the patient opened the cassette door during tx complete - step 9 remove cassette, fluid was seen inside the cassette door and was observed in the cassette area. The cause of the leak was unknown. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient had been connected to the cycler prior to discovering the fluid leak. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using manuals on the night of the reported event. The patient stated there was no sample available for a physical evaluation since the cassette was discarded. The patient received a replacement cycler and has continued to complete treatments on the replacement cycler without issue.

Manufacturer narrative:
Additional information: h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. Visual inspection of the returned cycler exterior showed signs of physical damage: cassette door damaged there were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane patient sensor check ¿ passed. Vacuum test ¿ failed. Measured (vacuum < 160 mbar): 280 mbar failure traced to: clogged hp1 and hp2 filters. Replaced filters. A post-accelerated stress test simulated treatment was performed without any failures or problems. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. The fluid leak event was not confirmed. The reported symptom code lf22 (m31 air detected in cassette warning) was confirmed. Cause traced to component failure were selected due to hp1 and hp2 clogged. Physical damage to the door was confirmed. Cause traced to component failure were selected due to cassette door damaged.